Manufacturer narrative:
Submit date: 2017-09-08.

Event description:
The customer reports the nurses experience leakage from the port cover while using it. Nurses had to secure tape to hold the port covers in place.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. Two samples were received for evaluation. An evaluation was performed and there were no issues found. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. However, the dual port cap was found upside which will result in a weak seal and causing a leak. The dual port cap must be placed with the longest section sealing the dual port. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.